Event description:
Pace medical was notified on july 22, 2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned device complaining of sensitivity settings. Device was examined and final tested. All tests were passed and the device was returned to the customer. Reason for complaint: random part adjustment required.